Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
Abbott Diabetes Care (ADC) received an MHRA Declaration which reported the following information: A healthcare professional (HCP) reported on behalf of the customer that the ADC device "single alarms for high and low glucose levels are unsafe because they only alarm once on passing the threshold." The customer reported a scenario where "at night my glucose levels drop below the low alarm so I eat something and fall back asleep, if the food or drink taken does not recover my glucose level the alarm will never sound again potential leading to hypoglycemia." The customer is requesting an improvement of "repeating alarms until glucose levels are back to normal." The customer reports having been "taken to the hospital by ambulance that is not a one off." An HCP provided a glucose injection for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.